Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that before surgery ophthalmic knife tip was crushed. The surgery was completed on the same day with alternative product and there was no patient involvement.